Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the leadless pacemaker (lp), it was noted that the lp was unable to be released from the catheter and a resistance was noted on the tethers. Thrombus was suspected. The lp was not used and a new lp was implanted. There were no patient consequences.